Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC line was removed as it was unable to obtain venous return or flush the line. On removal an internal fracture was noted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The unit was leak tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed on the catheter tubing between the 1cm and 2cm depth marker. Microscopic inspection of the leak site found that a circumferentially aligned tear was present. Extending from this tear were three additional longitudinally aligned tears. One of the longitudinal tears extend to form a cracked pattern. This tear had rounded fracture edges and a granular fracture surface. The other three tears had sharp fracture edges and a granular fracture surface. The observed features suggested that damage accumulated through flexural fatigue may have contributed to the observed failure. However, there is not sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the PICC line was removed as it was unable to obtain venous return or flush the line. On removal an internal fracture was noted. No other information provided, at this time.